Event description:
On (B)(6)2010, the ICD this lead was connected to reported that the lead's shock impedance was less than 25 ohms. It is suspected that an insulation break in the lead has caused this problem, and it has been recommended that the lead be replaced along with the device. On (B)(6)2010 - this system was returned. Lumax 340 vr-t, (B)(4), MDR 1028232-2010-01790.